Event description:
It was reported that the patient inappropriate therapy due to an insulation anomaly. The lead was capped and replaced. There were no reported adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.